Event description:
It was reported that an evolutr-34-us transcatheter aortic valve was implanted during an implant procedure for aortic valve stenosis. The patient history included dyslipidemia, hypertension, former smoker status, and new york heart association functional class IV. A pre-implant electrocardiogram showed first-degree atrioventricular block and left bundle branch block. Eight years and two months following the valve implant, a non-st myocardial infarction was reported and was associated with valve degeneration, including hemodynamic valve deterioration, morphological valve deterioration, and leaflet function abnormality with impaired mobility. The event required hospitalization for 19 days, and a valve-in-valve procedure was performed with a non-medtronic valve.

Manufacturer narrative:
Corrected data: b5 - event description corrected to give timeframe of event "eight years and two months following the valve" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolutr-34-us transcatheter aortic valve was implanted during an implant procedure for aortic valve stenosis. The patient history included dyslipidemia, hypertension, former smoker status, and new york heart association functional class IV. A pre-implant electrocardiogram showed first-degree atrioventricular block and left bundle branch block. Following the valve implant, a non-st myocardial infarction was reported and was associated with valve degeneration, including hemodynamic valve deterioration, morphological valve deterioration, and leaflet function abnormality with impaired mobility. The event required hospitalization for 19 days, and a valve-in-valve procedure was performed with a non-medtronic valve.